Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assy. The motor assembly found with moisture damage. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched lcd window.(B)(4).

Event description:
The customer reported via phone call that the insulin pump was not functional. Customer stated the insulin pump powered off. The customer's blood glucose was 139 mg/dl. The customer stated there was physical damage present on the insulin pump. Customer reported a crack on the upper right corner of the insulin pump's screen. It was also reported the crack extended to battery compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.